Event description:
While setting up the model 2900, the user observed that the co2 analyzer zero and span could not be calibrated. It was determined that a component on the co2 analyzer had burnt. There were no pts involved and there were no injuries.